Event description:
Very large pt was placed on stretcher. When stretcher was removed from ambulance at the ER, wheel carriage only came down about 8 inches. This prevented stretcher from being properly lowered and also from putting stretcher back into unit. Stretcher tipped over, and pt fell to ground and complained of hip, back, and neck pain. Pt was being evaluated in ER and results have not been determined by this office.